Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The control board was recommended for replacement. No report of patient involvement.

Event description:
The hospital reported the unit alarmed during preuse checkout and possibly caused a loss the ability to mechanically ventilate. There was no report of patient involvement.